Event description:
Related manufacturer reference number: 2017865-2024-57380. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and insulation damage on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.